Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The inspection results from field service engineer (fse) confirmed that the repair order was closed because the suspect device had no issue. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center had an image that was noisy occasionally. The issue occurred during preparation for use for an unspecified procedure. The patient was no under any anesthesia. The procedure was completed using a similar device. There were no reports of delay, patient harm, injury, or death. Additional details relating to the patient and the event have been requested, but no response has been received at this time.